Manufacturer narrative:
A letter has been sent to the patient requesting the patient contact his surgeon to release medical date to the manufacturer. When additional definitive information from the patient's surgeon becomes available, this initial report will be updated.

Event description:
A male patient had an incisional hernia repair secondary to triple by-pass surgery. There may have been up 5 or 6 previous repair attempts using various materials including synthetic products. The product, surgimend, was implanted in 2007. On approx eight months later, the pt noticed bulging and went to the emergency room. On two months later, the product was explanted. The pt contacted the manufacturer directly. The pt's surgeon was contacted and stated that, "he did not believe the incident was related to failure of the product. He believed that the suture likely pulled through the patient's own fascia." Unfortunately the surgeon could not provide additional details on the case since the patient had not signed a release form that would allow the surgeon to share any more information with the manufacturer.